Event description:
It was reported that the ventilator while on patient did not generate any tidal volume. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator while on patient did not generate any tidal volume. The reported event could not be duplicated and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use.no device logs were received, therefore the root cause for the reported problem could not be determined.